Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. The report states: "on (B)(6) 2006, [the patient] had a 15 x 19 cm dual mesh (dlmcp04) implanted in the epigastrium and a 3dmax (115321) implanted in the right inguinal space. Sometime prior to (B)(6) 2018, he began noticing discharge from his umbilicus and he was diagnosed with an umbilical hernia. This was repaired on (B)(6) 2018. He developed a hematoma that night and the new mesh was removed. The gore mesh was not touched. His drainage was not resolved despite multiple courses of antibiotics and he continued to have drainage from the wound. Under anesthesia, he underwent debridement of a granuloma on (B)(6) 2018. Following the procedure the pus drainage resolved for a while. This began again in around the first week of (B)(6) 2019. On (B)(6) 2019, he underwent laparotomy, enterolysis, and resection of infected mesh secondary to being diagnosed with 'infected umbilical granuloma secondary to an infected incisional hernia mesh'. The bowel was found adhered to the mesh. There was also 'frank pus between the subcutaneous tissue and the hernia mesh at the level of the umbilicus." The patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 12/6/2006 and 8/17/2015 were not provided. 08/17/15: north state medical center. Patrick godwin jr, md. Progress notes. Interim history: emergency room visits were on 8/17/15, at pmh, which was seen for ventral hernia. Examination: abdomen: discomfort at the ruq. Treatment: abdominal pain. Pt reported that he had mesh placement in the past. Suggested to see dr. Chap for further workup. Will get an us for further workup. Pt reported that area is protruding above the naval. 08/18/15: alan chap, md. Consult note. Referred for abdominal pain and question of recurrence of incisional hernia. He had a hernia after his colectomy which was first primarily repaired, and then repaired with mesh 6-7 years ago. He was changing a tire 2 days ago, when he felt a bulge and sharp constant pain in his upper abdomen. It has dissipated with rest, but is still present. Some nausea but no vomiting when this episode occurred. Assessments: ventral hernia. Check CT scan to evaluate further size and location of other hernias, mesh placement, and rule out other pathology. ??/??/15: [missing records: records for CT scan ¿to evaluate further size and location of other hernias, mesh placement, and rule out other pathology¿ were not provided.] 10/13/15: alan chap, md. Consult note. Returns after completion of abx for sharp, colicky abdominal pain 6-9/10. He had initially seen me for this pain and though to be recurrence of hernia, but showed repair intact w/ diverticulitis. Had started to feel better on completion of abx, but pain returned. Worse after eating (has h/o ulcers). Recent constipation. 10/19/15: lifepoint hospitals. Alan d. Chap, md. Operative report. Pre-operative diagnosis: epigastric pain, recent diverticulitis. Post-operative diagnosis: hiatal hernia, cecal lesion, diverticulosis. Procedure performed: egd w/ bx, colonoscopy w/ bx. Indications: presented to our office with epigastric pain. He has a history of incisional hernia repair, so I performed a CT scan which showed that the repair was intact. The pain was worse after eating. Additionally on CT scan, he was shown to have diverticulitis, treated successfully with p.o. Antibiotics, and now presented for a colonoscopy to rule out occult malignancy. Operative findings: small hiatal hernia, cecal lesion, diverticulosis. 11/17/15: alan chap, md. Consult note. 2 week f/u egd/colon. C/o pain in to upper abd/epigastric area that is worse after eating, occas trouble with constipation. General: egd also showed hiatal hernia and pain had improved. Colo showed diverticulosis and cecal lesion pathology c/w benign acute ulceration. Assessment: hiatal hernia. Epigastric pan. Will check ruq u/s to ensure no biliary pathology of his pain (although since it was better w/ meds, it seems to be more related to the hiatal hernia. 05/08/18: north state medical center. Patrick godwin jr, md. Office notes. Client request a referral to dr. George for hernia repair and ¿tumor¿ on his back. Client reports he is unable to eat a full meal and having sharp pains at time. Pt has seen dr. Geroge [sic] once and reports he needed surgery. Abdominal pain: pt reported that he had hernia repair and eating a full meal causes discomfort. Pt reported that there was a problem with mesh. Will refer back to dr. George for workup. 05/17/18: person memorial hospital. Mathew george, md. Operative report. Preoperative/postoperative diagnosis: reducible incisional hernia. Operative procedure: repair of incisional hernia with mesh. Anesthesia: general anesthesia with tap block. IV fluids: lactated ringer¿s 1400 ml. Specimen: none. Estimated blood loss: 10 ml. Complications: none. Indication for the procedure: the patient is a 64-year-old man who complained of a reducible mass in the epigastrium for the past many years. He reports that he developed a reducible mass in few years after repair of an incisional hernia in the upper abdomen about 5 years ago. He also says that sometimes this mass becomes painful, especially if he has a heavy meal. He did not have nausea, vomiting, or constipation. He has past surgical history of laparotomy and left partial colon resection for acute colon diverticulitis. He is also status post incisional hernia repair x 2. His last colonoscopy 2 years ago was normal. On physical examination, the patient had a 4 cm in size soft, nontender, reducible mass in the epigastrium, deep to an incision scar. Findings: a 2.5 cm defect in the midline rectus fascia deep to an incision scar in the epigastrium. There was old mesh in the region that was visible and palpable. Procedure in detail: after explaining the various benefits, risks, and alternatives of the procedure, and informed consent was obtained. The patient was placed on the operation table in the supine position. After inducing anesthesia, a preoperative time-out was performed. Preoperative antibiotic was given. A tap block was performed. The abdomen was prepped and draped in the usual sterile manner with chloraprep. A midline vertical incision about 6 cm long was placed in the epigastrium from the superior edge of the previous incision scar towards the umbilicus. This longitudinal incision was carried down through subcutaneous tissue. The hernia sac about 4 cm in size was identified in the epigastrium. The hernia sac was dissected free of the surrounding tissues and reduced back into the preperitoneal space. Using careful dissection with the electrocautery, the hernia sac was dissected away from the deep surface of the rectus fascia. The defect in the rectus fascia appeared to be about 2.5 cm in diameter. At the inferior edge of the defect in the rectus fascia, the edge of an old hernia mesh could be visualized and palpated. A 6.4 cm in diameter ventrio-st hernia patch was placed into the peritoneal cavity. The mesh was sutured to the healthy rectus fascia about 2 cm away from the cut edges of the rectus fascia using 2-0 prolene running sutures. Instrument and sponge counts were correct. The incision in the rectus fascia itself was then sutured close using 2-0 vicryl running sutures. Subcutaneous tissue sutured together using 209 vicryl running sutures. Incised edges of the skin were approximated using insorb subcuticular staples. Dermabond dressing was applied over the skin edges. Instrument and sponge counts were confirmed to be correct. The patient tolerated the procedure well, was extubated, and transferred to recovery room in stable condition.¿ plan: 1) oxycodone 5 mg 1 p.o. Q. 6hours p.r.n. Pain. 2) patient to refrain from lifting weight over 25 pounds for 4 weeks. 3) follow up with dr. George in 1 week. Pathology specimen: [blank]. 05/18/18: person memorial hospital. Radiology-CT abdomen/pelvis with contrast. Diagnosis: lower abdominal pain. [Missing pages]. 05/18/18: person memorial hospital. ER physician report. Chief complain: abdominal pain. Stated compliant: problems from hernia mesh, pain. Additional notes: presented to the emergency room complaining of severe epigastric abdominal pan with radiation to bilateral shoulder pain started the at 11:00 p.m. Yesterday. Also he has been experiencing diaphoresis and nausea but no vomiting. Pe: abd: appears normal, soft and moderate tenderness on palpation at the incision site right and upper site there is mild hematoma no active bleeding bowel sounds decreased, incision with no signs of infection. Wbc: 22.4 h (4.0-10.5). Underwent CT abdomen and pelvis with contrast which shows large hematoma measurement. Patient will be admitted to hospital. CT comments: impression: status post interval midline ventral hernia mesh repair with a large hematoma of the greater omentum located superior to the transverse colon and anterior to the stomach, immediately underlying the site of mesh repair and measuring approximately 9.3 cm. There does not appear to be bowel involved at this site. Diagnosis: abdominal pain, abdominal hematoma. 05/18/18: person memorial hospital. Mathew george, md. Operative report. Preoperative diagnosis: postoperative intraperitoneal hematoma. Postoperative diagnosis: hematoma of omentum. Procedure: exploratory laparotomy and evacuation of hematoma of omentum. Anesthesia: general anesthesia. IV fluids: lactated ringer¿s 3100 ml. Specimen: none. Estimated blood loss: 200 ml. Hematoma: 800 ml. Complications: none. Indication for this procedure: ¿the patient is a 64-year-old man, who had undergone an epigastric incisional hernia repair with mesh on 05/17/2018. Postoperatively, about 8 hours later, he complained of sudden onset of severe upper abdominal [sic] radiating to the chest. He was seen in the person memorial hospital emergency department. His vitals signs were normal. His hemoglobin and hematocrit were within normal limits. CT scan of abdomen and pelvis showed a large 9 cm in size hematoma in the omentum. On physical examination, his epigastric longitudinal incision appeared to be intact. There was only minimal bruising around the incision itself. There was no drainage from the incision. Procedure in detail: after explaining the various benefits, risks, and alternatives of the procedure, an informed consent was obtained. The patient was placed on the operation table in the supine position. After inducing anesthesia, a preoperative time-out was performed. Preoperative antibiotic was given. The abdomen was prepped and draped in the usual sterile manner with chloraprep. A midline incision was first placed through the previous incision scar. The incision was carried down into the subcutaneous tissue. The midline rectus fascia was incised. The suture that was holding the mesh was then divided and the mesh was removed from the surgical field. A smooth purple hematoma was visible in the omentum. The skin incision was extended to infraumbilical region. The rectus fascia and peritoneum was also incised along the full length of the incision, was extended to the infraumbilical region. Once again, the remainder of the hematoma in the greater omentum was carefully incised to open. About 800 ml of dark blood clot was removed from the surgical field. Using careful sharp dissection and electrocautery, the adhesions from the greater omentum to the anterior parietal peritoneum was carefully taken down. The peritoneal cavity did not show any free fluid or blood. The peritoneal cavity was copiously irrigated and drained until clear. Hemostasis was confirmed. There was no active bleeding visualized. Instrument and sponge counts were correct. The small intestinal loops were placed back into the peritoneal cavity. The peritoneal cavity was copiously irrigated and drained until clear using 5 l of warm normal saline. Then the incision in the midline rectus fascia was sutured together using #1 looped ds running sutures. The well incorporated hernia mesh from past incisional repair was not resected. The incised edges of the skin was approximated using skin staples. Once again, instrument and sponge counts were correct. The patient tolerated the procedure well, was extubated, and transferred to recovery room in stable condition.¿ plan: 1) keep the patient n.p.o. And give intravenous fluids. 2) pca morphine for postoperative pain management. 3) check serial cbc. Pathology specimen: none. 08/14/18: north state medical center. Patrick godwin jr, md. Office notes. Pt reported that leaking started on [sic] month ago after having surgery. Area can be irritated and have granulated tissue. Area is next to the scar. Surgeon will need to look at area and suggested to make an appointment. Coughing causes pulling at area. Suggested to see dr. George for drainage at the umbilicus after surgery. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04460342. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. Added lot #, expiration date, di#. Added device manufacture date. Updated method and results codes, conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/6/2006 were not provided. On (B)(6) 2006: operative report. ¿preoperative diagnoses: epigastric ventral hernia and right inguinal hernia. Postoperative diagnoses: epigastric ventral hernia and right inguinal hernia. Procedures performed: laparoscopic total extraperitoneal (tep) right inguinal hernia repair, laparoscopic lysis of adhesions and laparoscopic repair of ventral hernia with gore-tex mesh and foley catheter.¿ operative findings: ¿right inguinal hernia, direct and intraperitoneal adhesions with an epigastric ventral hernia. Procedure: ¿a periumbilical incision was made. We dissected down to the preperitoneal space. A dissecting balloon was place down to the pubis sustained to the right side of previous lower midline incision. We created a preperitoneal space using a dissecting balloon with a telescope observing from within the balloon. Upon removing the dissecting balloon, there was a bit of bleeding from the right epigastric pedicle away from the scar tissue from the previous incision. In fact, the previous incision did not have resultant much scar tissue in the preperitoneal space. We had to clip and divide the inferior epigastric artery on the right and then we were able to bluntly dissect the preperitoneal space up to the side wall. We identified the pubic tubercle and the cooper¿s ligament in the usual location. We discussed the cord structures and the carefully working across identified a buried epigastric artery on lateral aspect of cooper¿s ligament and a small direct hernia space in the usual location. It was apparent that the direct hernia had reduced during pneumopreperitoneum. The right- bard 3d max mesh was inserted sided into the preperitoneal space and then tacked to the pubic tubercle and cooper¿s ligament as well as the anterior muscular wall at the midline and at the lateral aspect ventrally. The dorsal aspect of the mesh was tucked down into the preperitoneal recess and the pneumopreperitoneum was released and the mesh was seen to nicely cover the internal ring and the direct hernia space. We then entered the peritoneal cavity at the umbilical location with a hassan technique. We placed 0 vicryl sutures on the fascial edges to establish pneumoperitoneum. It was apparent there must have been a small communication between the preperitoneal space and the peritoneal space since the preperitoneal space from the inguinal dissection distended. However, we were able to place 5 mm ports in both upper quadrants and then perform about one hour of lysis of adhesions to dissect free the upper abdomen including the area of the hernia. There were omental adhesions across the entire upper abdomen and these were taken down with the combination of sharp and blunt dissection. We identified a hernia defect of about 5 x 5 cm in the epigastrium. We had to take down the falciform ligament with electrocautery to allow full exposure of the upper abdominal wall. A 15x 19 cm gore-tex dual-mesh plus prosthesis was brought onto the field and 0 gore-tex sutures were placed at the four corners and anchored. The mesh was rolled and inserted into the peritoneal cavity and the unfurled over the viscera. We used gore-tex suture passer through stab incisions at the four corner sites to elevate each of the free strands of the corner sutures through separate fascial punctures at each incision site. The mesh was then elevated as it inverted parachute behind the defect which was well centered. There was at least 3-4 cm overlap in all directions. We placed intervening sutures again with a 0 gore-tex along the four sides of the oval mesh. We placed hernia tacks around the circumference as well to facilitate anchoring to the abdominal wall. We inspected carefully and there was a small bit of bleeding from the greater omentum, which was previously involved in these adhesions and this was controlled with electrocautery. We irrigated the abdominal cavity thoroughly. We inspected the pelvis and noticed that the peritoneum had been fully dissected off the abdominal wall and was again (inaudible) pneumoperitoneum through a small rent that was visible, but was less than 5 mm. We noticed no evidence of internal hernias from this view bilaterally. Trocars were removed under direct vision and pneumoperitoneum was released. We also applied pressure to the preperitoneal space to evacuate the majority of the co2 from this location. We placed vicryl sutures at the umbilical site to close the fascia. Skin incisions were irrigated thoroughly and closed with surgical stapler. An abdominal binder was placed.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04460342) was implanted during this procedure. The records also confirm a bard 3d max mesh was used during the procedure. Records between 12/6/2006 and 9/12/2018, including the on (B)(6) 2010 records for the alleged explant of a gore device and operative records dated on (B)(6) 2018 for the elective repair of epigastric incisional hernia and emergent laparotomy/removal of newly placed mesh and evacuation of the omental hematoma along with enterolysis, were not provided. On (B)(6) 2018: operative report. ¿preoperative diagnosis: umbilical granuloma. Postoperative diagnosis: umbilical granuloma. Procedure: examination under anesthesia and debridement of granuloma of umbilicus.¿ indication for procedure: ¿the patient is a 64-year-old man, who underwent elective repair of epigastric incisional hernia on (B)(6) 2018. The same night he complained of severe pain in the epigastric region. CT scan showed a large hematoma in the omentum. He underwent emergent laparotomy, removal of the newly placed mesh and evacuation of the omental hematoma along with enterolysis. A well incorporated incisional hernia mesh from a previous hernia repair, deep to the umbilicus and the supraumbilical regions were not excised at the time. Postoperatively, he recovered well. He reports that he has been seeing a seropurulent discharge from his umbilicus even before the last epigastric hernia operation. Multiple course of antibiotics has not improved the situation. This was not associated with nausea, vomiting, abdominal pain. His bowel movements are normal. He did not have fever. On physical examination, his abdomen was soft, nondistended, nontender, and bowel sounds were present. Minimal amount of pus was seen to come from the depth of the umbilicus. There was no surrounding cellulitis. All his other systems were within normal limits. Findings: a less than 1 cm in size granuloma and ulcer of the deep umbilicus. A foreign body was not identified. Procedure in detail: using 2 retractors, the umbilicus was retracted. A small less than 1 cm ulcer with granulation tissue was identified in the depth of the umbilicus. A foreign body was not identified. The pus was sent for culture and sensitivity. The granuloma itself was carefully excised and a sterile dressing was applied over it.¿ on (B)(6) 2019: office notes. Cc: ¿persistent drainage of pus from umbilicus. The patient is complaining of worsening of pus drainage from umbilicus. He had undergone incisional hernia repair at unc a few years ago. He developed a new hernia in epigastric region that was repaired on (B)(6) 2018. He underwent (epigastric) incisional hernia repair on (B)(6) 2018. Pmh: gerd, acute colon diverticulitis. Psh: laparotomy and partial (l) colon resection and anastomosis, 2008. Repair of incisional hernia on (B)(6) 2018. Social hx: tobacco-yes. Objective: there is granuloma and pus drainage from the umbilicus. Assessment: umbilical granuloma secondary to infected incisional hernia mesh. Plan: laparotomy, resection of incisional hernia mesh, possible bowel resection. Possible enterostomy/colostomy on (B)(6) 2019.¿ on (B)(6) 2019: progress notes. ¿diagnosis: umbilical granuloma. Infected hernia mesh. To or for: laparotomy & removal of hernia mesh.¿ on (B)(6) 2019: operative report. ¿preoperative diagnosis: infected umbilical granuloma secondary to an infected incisional hernia mesh. Postoperative diagnosis: infected umbilical granuloma secondary to an infected incisional hernia mesh. Operative procedures: laparotomy, enterolysis, and resection of infected hernia mesh.¿ pathology specimen: pus for culture and sensitivity. Indication for procedure: ¿the patient is a 64-year-old man, who had undergone incisional hernia repair with mesh many years ago at unc. He developed a new epigastric incisional hernia that was repaired on (B)(6) 2018. The same night of the operation he complained of severe epigastric pain. CT scan showed a large hematoma in the omentum. He underwent emergent laparotomy, evacuation of omental hematoma, and enterlysis. The mesh that was used to repair the epigastric incisional hernia was removed at that time. The previously placed well-incorporated incisional hernia mesh deep to the umbilicus was not removed at the time. Postoperatively he recovered well. He reported that he has been seeing pus draining from the umbilicus for a few years, even before the epigastric incisional hernia repair on (B)(6) 2018. On (B)(6) 2018, he underwent exam under anesthesia that showed a small ulcer and granuloma deep to the umbilicus. A foreign body was not identified at the time. The umbilical granuloma was debrided and he was placed on antibiotics. The pus drainage dried up and the wound apparently healed before opening up again a few weeks later. On physical examination, he is afebrile. Vital signs normal. His abdomen is soft, nondistended, nontender and bowel sounds were present. There was a moderate amount of obvious pus draining out from umbilicus. His bowel movements were normal. All his other systems were within normal limits. Findings: 1. A well-incorporated incisional hernia mesh deep to the umbilicus. There was frank pus between the subcutaneous tissue and the hernia mesh at the level of the umbilicus. 2. There was a moderate amount of adhesions between the small bowel loops and the parietal peritoneum including the deep surface of the hernia mesh. Procedure in detail: a midline vertical incision extending from the level of the epigastrium to the infraumbilical region was placed through the previous incision scar. The incision was carried down through subcutaneous tissue. The rectus fascia was incised vertically in the midline. The peritoneum was picked up between hemostats and it was incised into the peritoneal cavity at the level of the epigastrium. Using careful sharp dissection, the adhesions from the small bowel to the anterior parietal peritoneum see in the level was carefully taken down. The incisional hernia mesh at the umbilicus was carefully divided along the line of the incision. Once again, using sharp dissection and electrocautery, the moderate amount of adhesions between small bowel and deep surface of the incisional hernia mesh and parietal peritoneum were was carefully taken down. The enterlysis took about an hour. Using electrocautery, the hernia mesh that was well-incorporated was carefully dissected away from the paritel peritoneum. The pus at the umbilicus was sent for culture and sensitivity. The hernia mesh was completely excised from the peritoneal cavity. The peritoneal cavity was copiously irrigated and drained until clear using 2 l of warm normal saline. Next, instrument and sponge counts were correct. The small bowel loops were placed back into the peritoneal cavity and the transverse colon was draped over the small bowel. Once again, instrument and sponge counts were correct. The incision in the midline rectus fascia was sutured using #1 looped pds running sutures. The subcutaneous tissue was sutured together using 3-0 vicryl running sutures. Incised edges of the skin were approximated using insorb subcuticular staples. Sterile dressings were applied over the skin incision. ¿ there is no mention of infection involving the gore device. On (B)(6) 2019: ¿wound cul group. Specimen source: abdomen. Specimen comment: abdominal wound. Gram stain final, moderate wbc, no organisms seen. On (B)(6) 2019: wound culture final, no growth. On (B)(6) 2019: wound culture preliminary, no growth in 24 hours.¿ on (B)(6) 2019: pathology report detailing analysis of the device removed during the on (B)(6) 2019 procedure was not provided. On (B)(6) 2018: ¿underwent elective repair of epigastric incisional hernia on (B)(6) 2018. The same night he complained of severe pain in the epigastric region. CT scan showed a large hematoma in the omentum. He underwent emergent laparotomy, removal of the newly placed mesh and evacuation of the omental hematoma along with enterolysis. A well incorporated incisional hernia mesh from a previous hernia repair, deep to the umbilicus and the supraumbilical regions were not excised at the time.¿ [records not available; uncertain what type of mesh was used.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.